Manufacturer narrative:
Correction: the device was explanted on (B)(6) 2011; not (B)(6) 2011 as previously reported. (B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement. The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).